Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information indicated by medtronic that the customer's insulin pump alarmed with a broken force sensor detected during seating or regular delivery. The customer's blood glucose level was 7 mmol/l at the time of the incident. The customer stated the insulin pump was not exposed to a high magnetic field. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will not be returned for analysis.